Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed when ltf videoscope was connected to the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device in combination with the ltf-s190-5 which had been used with the subject device and found that the reported phenomenon could not be duplicated. Also error related to the reported phenomenon had not been logged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc considered that the reported phenomenon was attributed to temporary malfunction of the subject device or failure or temporary malfunction of the ltf-s190-5. If additional information becomes available, this report will be supplemented.